Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Worried that there are residual cotton in my body-vagina [foreign body in reproductive tract] stomach painful [abdominal pain upper] tampon had fluff falling out after use [device breakage] case narrative: consumer reported via phone that the cotton had fluff falling out. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Worried that there is residual cotton in my body-vagina [foreign body in reproductive tract] stomach painful [abdominal pain upper] tampon had fluff falling out after use [device breakage] case narrative: consumer reported via phone that the cotton had fluff falling out. No serious injury was reported.